Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to the second of two devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-03704 for the other associated device information. It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they attempted to cut the polyp, however, the device was unable to cut. It was noted there was no cautery being delivered from the snare. A second sensation snare was used and encountered the same issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device showed no failure. Functional testing was performed, and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 14.5 ohms, within manufacturing specifications. The complaint was not confirmed, evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the second of two devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-03704 for the other associated device information. It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they attempted to cut the polyp, however, the device was unable to cut. It was noted there was no cautery being delivered from the snare. A second sensation snare was used and encountered the same issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.